Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2010 thoracic x-rays ap and lateral views show mid cervical posterior construct at the periphery of the film. Lung fields and cardiac shadows appear normal, ribs and shoulder girdles appear normal. Lateral views show degenerative changes and increased kyphosis through mid thoracic area. Anterior osteophytes are present in the mid to upper thoracic area.

Manufacturer narrative:
It was reported that the "implant date(s) were: (B)(6) 2005. On (B)(6) 2003 the patient presented with pre-op diagnoses of cervical spinal stenosis; cervical kyphotic deformity; cervical disc herniations; cervical radiculopathy. The patient underwent the following procedures: anterior cervical partial vertebral corpectomies c3, c4 and c5; anterior cervical fusion c3-4 and c4-5; anterior cervical plate fixation; placement of pre-fashioned lordotic allograft fusion implants at c3-4 and c4-5; use of surgical microscope; intraoperative neurophysiologic testing. Per op notes, partial vertebral corpectomies were performed at the caudal aspect of the c4 vertebral body and the cephalad aspect of the c5 vertebral body and a thorough decompression was performed here as well with bilateral foraminotomies. Each area was measured and it was felt that a 9 mm height implant would be appropriate at c3-4 with a 8 mm height implant at c4-5. The pre-fashioned lordotic allograft frozen implants were then thawed and filled in thecentral portion with demineralized bone matrix. The 9 mm implant was then inserted at c3-4 and slightly countersunk with a mallet and impactor. The 8 mm lordotic implant was inserted at c4-5 and countersunk with a mallet and impactor. After performing the fusion at c3-4 and c4-5, the anterior osteophytes were trimmed with the bur and a theken anterior cervical plate was chosen which pre-lordosed and this was attached with a drill followed by 14 mm screws. Two screws were placed in c3 with two screws in c5 and a single screw in c4. Adequate bony fixation was achieved and an intra-operative x-ray confirmed appropriate location of the implant. The locking ring of each screw prevented backing out of each screw. On (B)(6) 2005 the patient underwent a procedure in which rhbmp-2/acs and posterior instrumentation was used."

Event description:
It was reported that the "implant date(s) were: (B)(6) 2005. On (B)(6) 2003 the patient presented with pre-op diagnoses of cervical spinal stenosis; cervical kyphotic deformity; cervical disc herniations; cervical radiculopathy. The patient underwent the following procedures: anterior cervical partial vertebral corpectomies c3, c4 and c5; anterior cervical fusion c3-4 and c4-5; anterior cervical plate fixation; placement of pre-fashioned lordotic allograft fusion implants at c3-4 and c4-5; use of surgical microscope; intraoperative neurophysiologic testing. Per op notes, partial vertebral corpectomies were performed at the caudal aspect of the c4 vertebral body and the cephalad aspect of the c5 vertebral body and a thorough decompression was performed here as well with bilateral foraminotomies. Each area was measured and it was felt that a 9 mm height implant would be appropriate at c3-4 with a 8 mm height implant at c4-5. The pre-fashioned lordotic allograft frozen implants were then thawed and filled in thecentral portion with demineralized bone matrix. The 9 mm implant was then inserted at c3-4 and slightly countersunk with a mallet and impactor. The 8 mm lordotic implant was inserted at c4-5 and countersunk with a mallet and impactor. After performing the fusion at c3-4 and c4-5, the anterior osteophytes were trimmed with the bur and a theken anterior cervical plate was chosen which pre-lordosed and this was attached with a drill followed by 14 mm screws. Two screws were placed in c3 with two screws in c5 and a single screw in c4. Adequate bony fixation was achieved and an intra-operative x-ray confirmed appropriate location of the implant. The locking ring of each screw prevented backing out of each screw. On (B)(6) 2005 the patient underwent a procedure in which rhbmp-2/acs and posterior instrumentation was used."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2003 the patient presented with the preoperative diagnosis of cervical spinal stenosis, kyphotic deformity, disc herniations, and cervical radiculopathy. The patient underwent surgery that consisted of an anterior cervical partial vertebral corpectomies c3, c4, and c5; anterior cervical fusion c3-4 and c4 5 anterior cervical plate fixation; and placement of pre-fashioned lordotic allograft fusion implants at c3-4 and c4-5. It was noted that theprocedure was somewhat more tedious and challenging secondary to the patient's obesity. No patient complications were reported. On (B)(6) 2004 the patient presented with cervical strain and underwent a cervical spine CT which demonstrated status post plates and screws between c3 to c5 with some degree of bony graft posteriorly between fusion; some degree of osteophyte formation c3-4 elongating and narrowing the intervertebral foraminal bilaterally; the bony graft at c4-5 was not thought to be well solidified; osteophyte formation at c4-5 decreasing antero-posterior diameter of the canal to 1.1cm; and a mild degree of loss of cervical lordosis. On (B)(6) 2005 the patient presented for a preoperative evaluation. An electrocardiogram was normal and echocardiogram indicated a mild mitral regurgitation otherwise normal. X-rays were without significant abnormality. Laboratory findings indicated a rbc of 5.32, cholesterol of 210, ldl of 141, and no abnormal bleeding tendencies. The evaluation was significant for hypertension, systolic murmur, mild mitral regurgitation, hyperlipidemia and microscopic hematuria. Per the encounter notes, the evaluation did not pose any contraindications to surgery. On (B)(6) 2005 the patient underwent a chest x-ray which showed a normal chest with mild degenerative changes in the thoracic spine. On (B)(6) 2005 the patient presented with pain and the pre-operative diagnosis of attempted anterior cervical fusion from c3-5 with symptomatic pseudoarthrosis and cervical foraminal stenosis with radiculopathy. The patient underwent surgery which consisted of a posterior cervical fusion at c3-4 and c4-5; cervical laminectomy, partial c3, c4, and c5 with foraminotomies; placement of posterior segmental lateral mass instrumentation at c3, c4, and c5; harvest and use of local bone graft for fusion with augmentation using synthetic bone graft and infuse bone morphogenic protein; placement and subsequent removal of cranial tongs; exploration of cervical fusion with confirmation of pseudoarthrosis; and use of intraoperative neurophysiologic testing. Per the operative report synthetic bone graft rolled in gelfoam with infuse bone morphogenic protein was then placed posteriorly for a fusion at c3-4 and c4-5. This was augmented with local bone graft. No patient complications were reported. It should also be noted at the time of the procedure that the cervical fusion was explored and noted to be incomplete with gross motion between the tips of the spinous processes being noted upon grasping them with a rongeur confirming a pseudoarthrosis at c3-4 and c4-5. On (B)(6) 2005 the patient was discharged from hospital. Per the discharge notes the patient's hospital stay was notable for persistent pain, longer than anticipated. On (B)(6) 2008 the patient presented with persistent cervical spine pain and tenderness with limited rom and decreased sensation c5-c6. On (B)(6) 2009 reportedly the patient suffered a work related injury. Diagnosis listed as cervical spine discopathy; bilateral shoulder impingement; lateral epicondyle; left cubital tunnel syndrome; lumbar discopathy; and lower extremity radiculopathy. On (B)(6) 2009 the patient presented with cervical pain and tenderness and increased arm paresthesias. On (B)(6) 2009 the patient was reported as having knee arthrosis and degenerative disc disease of the neck. On (B)(6) 2009 reportedly the patient suffered a work related injury. Diagnosis listed as cervical spine discopathy; bilateral shoulder impingement; lateral epicondyle; left cubital tunnel syndrome; lumbar discopathy; and lower extremity radiculopathy. On (B)(6) 2009 the patient presented with cervical spine pain right > left and decreased c5-6 sensation. On (B)(6) 2009, reportedly, the patient was placed on disability. On (B)(6) 2009 the patient presented with cervical spine pain and tenderness. The patient reported having been struck by a door on the left shoulder and arm. On (B)(6) 2009 the patient presented with an alleged industrial injury to neck, left shoulder left elbow, left wrist, left arm and left knee. The patient complained of neck with radicular symptoms to the bilateral shoulders left > right, left shoulder, and left elbow. Impingement testing of the shoulder revealed evidence of obvious rotator cuff pathology. Tinsel sign was positive for the left elbow and right wrist. The patient underwent shoulder and elbow x-rays which demonstrated on the left elbow small area of hypertrophic bony osteophyte in the olecranon fossa. There was no evidence of previous fractures or dislocations for either the shoulder or elbow. Diagnosis: cervical spine sprain/sprain; left shoulder impingement syndrome; left lateral/medial epicondylitis and left carpal tunnel syndrome. On (B)(6) 2009 the patient presented with cervical spine pain and tenderness; left elbow and shoulder pain; limited shoulder and wrist rom; and left and tight hand symptoms. A computerized rom and muscle test analysis of the wrists and shoulders was completed. On (B)(6) 2009 the patient presented with neck pain and underwent a cervical MRI which showed that: at c3-c4 there was evidence of p rosthesis in place and neural foramina intact; at c4-5 there was evidence of interbody fusion, interbody prosthesis, and the neural foraminal appeared patent; and at c5-6 there was a 2-3 mm posterior disc protrusion, hypertrophic changes, patent neural foramina, and no evidence of spinal stenosis. The patient also underwent a left shoulder MRI which revealed moderate impingement of the supraspinatus tendon with tendinosis and the possibility of partial thickness tear. A MRI of the left elbow showed hypertrophic changes over the proximal radius and ulna. There was no evidence of previous fractures. On (B)(6) 2009 the patient presented with cervical pain and tenderness with limited rom, left > right. There was some spasm in the levator scapula musculature. There was left shoulder and left elbow tenderness and pain with limited rom. The left hand was positive for tinel phalen and the right hand for phalen sign. The patient received a left shoulder injection of kenalog and marcaine. No complications were reported. A computerized rom and muscle test analysis of the wrists and shoulders was completed. On (B)(6) 2009 the patient reportedly underwent an eng/ncs study which was demonstrated findings consistent with moderate to severe right carpal tunnel syndrome; moderate left carpal tunnel syndrome; and mild left ulnar neuropathy at the elbow. On (B)(6) 2009 the patient reported relief of left shoulder pain after having received a left shoulder injection. The patient also presented with cervical spine tenderness and pain, left shoulder limited rom, left elbow tenderness, left and right hand symptoms. A computerized rom and muscle test analysis of the wrists was completed. On (B)(6) 2009 in a supplemental report from a physician it reported that the patient had ongoing pain and stress, depression, confusion, frustration and difficulty sleeping due to circumstances. On (B)(6) 2009 the patient presented with right and left hand tingling, left shoulder, left elbow and cervical spine pain worse with cold weather. A computerized rom and muscle test analysis of the wrists and shoulders was completed. On (B)(6) 2010 the patient presented with pain in neck, shoulder, elbow, and hands, wrists with limited rom. On (B)(6) 2010 the patient presented with pain and tenderness with limited rom in cervical spine, left shoulder, left elbow, and tingling in hands. A computerized rom and muscle test analysis of the wrists was completed. On (B)(6) 2010 the patient presented with persistent constant symptoms of pain in cervical spine, left shoulder, left elbow, and tingling in hands. Diagnosis: status post neck surgery x 2; bilateral carpal tunnel syndrome; bilateral/medial epicondyle and left cubital tunnel syndrome. On (B)(6) 2010 the patient presented with cervical spine, left shoulder, left elbow pain and tenderness and tingling in hands. On (B)(6) 2010 the patient reported cervical spine tenderness and pain left > right; arm and hand paresthesias; and left elbow and left shoulder pain. A computerized rom and muscle test analysis of the knees was completed. On (B)(6) 2010 the patient presented with pain in left hand, wrist, elbow and all phalanges. The patient reported numbness and tingling in multiple digits of hand. Per the encounter notes an emg had revealed moderate to severe bilateral carpal tunnel syndrome and mild left cubital tunnel syndrome. Release surgery was recommended. On (B)(6) 2010 the patient presented for a pain management consultation with neck and upper extremity pain and associated numbness in the arms and hands. The patient also complained of occipital headaches; difficulty grasping items or doing fine manipulation; sleep was impaired secondary to pain; and anxiety and depression secondary to injury. On (B)(6) 2010 the patient presented with carpal tunnel syndrome, left shoulder pain, left elbow pain, and cervical spine pain and limited rom, left > right. On (B)(6) 2010 the patient underwent a computerized rom and muscle test analyses of the knees. On (B)(6) 2010 there was a surgery request authorization for left carpal tunnel release, left cubital tunnel release. On (B)(6) 2010 the patient presented for reevaluation on industrial injuries received (B)(6) 2009 and (B)(6) 2009. The patient presented with ongoing positive tinels/phalen of the hands; left elbow tenderness and pain; left shoulder mildly limited with pain; and cervical spine tenderness and pain. On (B)(6) 2010 the patient presented with persistent cervical symptoms of pain and tenderness, depression secondary to injury, and left shoulder and left elbow pain. On (B)(6) 2010 the patient presented with cervical radiculopathy and underwent a cervical epidural injection 5-7. No patient complications were reported. On (B)(6) 2010 the patient presented with severe neck and upper extremity pain following an industrial injury. The patient's pain was in the neck radiating down the bilateral arms to the hand in the c4-5 and c5-6 distributions. The patient reported impaired sleep secondary to pain and difficulty with daily activities. The patent also reported anxiety and depression secondary to the injury. In the encounter notes it mentioned a past history of right arm impingement which lasted 8 months after surgery. Medications: atenolol, diazepram, astazelin, pentazocine, talwin, soma, omerprazole, medrox, and hydrocodone. On (B)(6) 2010 presented for a psychiatric evaluation which reported that the patient had developed symptoms of anxiety with dizziness, twitching, sweating and nausea. The patient reported depression and anxiety caused by pain and physical disability in neck, left elbow and wrist. The patient presented features of diminished concentration and distraction caused by pain, depression, anxiety, insecurity, and mistrust. The patient was found to be temporarily totally disabled on a psychological basis. On (B)(6) 2010 the patient presented for reevaluation on industrial injuries received (B)(6) 2009 and (B)(6) 2009. The patient complained that they were steadily feeling worse. There was increased pain and tenderness of the cervical spine, left > right; ongoing left shoulder pain and persistent left elbow pain. The patient was listed as temporarily disabled. On (B)(6) 2010 the patient presented with cervical radiculopathy and underwent a left cervical epidural injection 4-7. No patient complications were noted. On (B)(6) 2010 the patient presented with cervical radiculopathy and cervical post laminectomy syndrome. The patient complained of severe pain in the neck, left arm, elbow, and hand. On (B)(6) 2010 the patient reported that they had over to pick something up the previous day and had experienced a sudden severe pain in the cervical spine as well as between the shoulder blades and that they had had pain since. The pain had since calmed down but was still present. The patient also had pain in the left shoulder and left elbow. X-rays were taken of the thoracic spine which reportedly showed mild vertebral body dis height loss most exaggerated at the t8 or t9 level. There were also multi-level anterior hypertrophic changes along the thoracic spine, consistent with aging. On (B)(6) 2010 the patient presented with cervical and thoracic sprain/strain and was prescribed physical therapy 2x4 weeks. On (B)(6) 2010 the patient presented with cervical sprain/strain. It was reported that the patient was using a tens unit at home frequently and a neck brace for sleeping. The patient exhibited deficits in endurance, strength, mobility and function. On (B)(6) 2010 the patient presented with pain but improved rom. The patient reported excellent relief with the last epidural injection until they twisted their neck the previous week causing electric shooting pains down neck, back, and leg. These symptoms were reported as improving. On (B)(6) 2011 the patient presented for reevaluation on industrial injuries received (B)(6) 2009 and (B)(6) 2009. The patient reported having had the flu the week before. The patient presented with increased cervical spine tenderness left> right and left should and left elbow pain. On (B)(6) 2011 the patient presented with cervical sprain/strain and was prescribed physical therapy 2x4 weeks. On (B)(6) 2011 the patient presented with cervical sprain/strain and underwent physical therapy. The patient reported lingering cervical spine pain that had not gone away since the last epidural injection. There were some improvements in mobility but no gains in strength of endurance. On (B)(6) 2011 the patient presented with cervical radiculopathy and cervical post laminectomy syndrome. X-rays had shown spurring t9-t10. The patient received an epidural injection c4-c7. On (B)(6) 2011 the patient presented with continued low back pain; increased cervical pain and tenderness; and ongoing left shoulder and left elbow pain. The patient reported being unable to return to work. On (B)(6) 2011 the patient presented with cervical and thoracic sprain/strain and was prescribed physical therapy 2x4 weeks. On (B)(6) 2011 the patient presented with ongoing flare-ups of back problems and pain and reduced rom in left shoulder, elbow, and neck. A computerized rom and muscle testing analysis was conducted which verified limited rom. There was pain and tenderness in the para-thoracic musculature. On (B)(6) 2011 the patient presented to physical therapy with cervical pain with weakness. On (B)(6) 2011 the patient presented with cervical pain and limited rom. Stenosis, post laminectomy. On (B)(6) 2011 the patient presented with cervical and lumbar sprain/sprain the patient was prescribed pt 2x4 weeks. On (B)(6) 2011 the patient presented with ongoing limited rom and pain in the left shoulder, left elbow, and neck as well as lumbar spine pain. The patient also reported depression, anxiety, stress, and frustration. On (B)(6) 2011 the patient presented with pain and underwent a cervical epidural and facet block injections 4-7. On (B)(6) 2011 the patient presented for reevaluation on industrial injuries received (B)(6) 2009 and (B)(6) 2009. The patient displayed limited rom and pain in the left shoulder, left elbow, and neck as well as lumbar spine pain. The patient reported having received an epidural injection and that it was helpful. The patient complained that physical therapy aggravated their symptoms. Physical therapy was discontinued. The patient was considered able to continue working. On (B)(6) 2011 the patient presented with severe cervical radicular pain and reduced rom. The patient was being considered for a spinal cord stimulator. On (B)(6) 2011 the patient presented for reevaluation on industrial injuries received (B)(6) 2009 and (B)(6) 2009. The patient displayed limited rom and pain in the left shoulder, left elbow, and neck as well as lumbar spine pain. The patient was consider temporarily totally disabled and was to remain off work. On (B)(6) 2011 the patient presented with severe cervical radicular pain and reduced rom. Diagnosis: cervical radiculopathy and cervical post laminectomy syndrome (c3-4, c4-5, and c5-6). On (B)(6) 2011 the patient presented with frustration over the slow movement of the treatment. The patient reported having received an epidural injection and that it was somewhat helpful. The patient complained that physical therapy aggravated their symptoms. The patient was reported as temporarily disabled. In a (B)(6) 2011 dated letter, a psychiatrist reported the patient had work injury related neck, shoulder, elbow, and neck pain as well as, depressive and emotional complications of physical pain and anxiety with dizziness, twitching, sweating, and nausea. It was reported that the patient emotional disturbance had been anneled into intensified physical complaints of headache, hair loss, dermatological reactions and neck/shoulder tension. It was also reported that the patient had been diagnosed with left carpal tunnel syndrome and that the elbow needed ulnar nerve transposition surgery. The patients permanent emotional impairment was estimated as moderate, compatible with some but not all useful functioning according to the ama guidelines, on (B)(6) 2011 the patient presented for reevaluation on industrial injuries received (B)(6) 2009 and (B)(6) 2009. The patient presented with ongoing left shoulder, left elbow, and neck pain with limited rom. Per the encounter notes the patient had continued to improve after an injection received the previous visit. The doctor was seeking authorization fora weight loss program as the patients weight would definitely have an impact of her lumbar spine symptomology. On (B)(6) 2011 the patient presented with severe intractable radicular pain and reduced rom. On (B)(6) 2011 per the physician progress report, the patient presented with left shoulder, left elbow, and neck pain and limited rom. The patient also presented with lumbar spine pain. The patient was considered on working full duty status. The patient underwent a drug compliance screening which was as expected. On (B)(6) 2011 the patient presented for with severe intractable cervical radicular pain, reduced rom, neck spasms, and decreased sensation in left arm at the c6 distribution. Diagnosis: cervical radiculopathy and cervical post laminectomy syndrome (c3-4, 4-5, and 5-6). An authorization was requested for a spinal stimulator. On (B)(6) 2012 and (B)(6) 2012 in a physicians progress report on injuries sustained on (B)(6) 1995 the patient presented with pain and limited rom of left shoulder, neck, left elbow, and lumbar spine. On (B)(6) 2012 the patient presented with cervical spine myofascial pain syndrome and underwent an extracorporeal shockwave procedure. No patient complications were reported. On (B)(6) 2012 the patient presented for reexamination of an injuries sustained to the neck, left shoulder, left elbow, left arm, left wrist and hand, left knee, psych with weight gain, heart problems and sleep disturbances on (B)(6) 2009 and (B)(6) 2009. The patient reported that overall they were worse and that their neck pain as constant, throbbing, and stabbing radiating into the upper back, shoulders, and down the arms into fingers. The patient complained of numbness and tingling in the arms to fingers. The patient also reported popping and grinding in shoulders, low back pain, tiredness, difficulty sleeping, weakness, irritability and depression. The patient underwent computerized rom and muscle testing which showed decreased rom in shoulders, neck, and lumbar spine. Per the notes, it was mentioned that the patient had gained 60lbs since the date of the injury. It was noted that the patient had sustained permanent impairment to the cervical spine, bilateral shoulders, left upper extremity and low back due to industrial injuries. Medications: talwin, diazepam, estazolam, soma, and atenolol. It was mentioned that there was a recommendation for a spinal cord stimulator. On (B)(6) 2012 the patient presented for clarification of disability status for cumulative injuries received (B)(6) 2009 through (B)(6) 2009. Per the doctors notes the patient was considered permanent and stationary from an earlier injury but not yet permanent and stationary from the cumulative trauma injury. On (B)(6) 2012 the patient presented with persist cervical pain and limited rom with decreased sensation c5-6. On (B)(6) 2012 and (B)(6) 2012 the patient presented for reevaluation on industrial injuries received (B)(6) 2009 and (B)(6) 2009. The patient complained of aches and pains. Diagnosis listed as cervical spine discopathy; bilateral shoulder impingement; lateral epicondyle; left cubital tunnel syndrome; lumbar discopathy; and lower extremity radiculopathy. On (B)(6) 2013 the patient presented for reevaluation on industrial injuries received (B)(6) 2009 and (B)(6) 2009. The patient complained of ongoing symptoms: cervical tenderness left > right with limited rom secondary to pain; right shoulder, left elbow, and lumbar spine tenderness. Diagnosis listed as cervical spine discopathy; bilateral shoulder impingement; lateral epicondyle; left cubital tunnel syndrome; lumbar discopathy; and lower extremity radiculopathy. There was a discussion of permanent disability status the patient was considered permanent and stationary. There was mention of a recommendation for a spinal stimulator, a recommendation for left elbow surgery, and also weight loss. On (B)(6) 2013, reportedly, the patient suffered a left knee injury. On (B)(6) 2013 the patient presented with left knee pain and underwent x-rays which showed severe medial compartmental narrowing and a significant amount of chondromalacia of patella. There was some mild to moderated lateral joint space narrowing as well. The patient was ambulating with an antalgic gait. Medications: estalzolam, talwin, diazepram, atenolol, and carisoprodol. On (B)(6) 2013 the patient was reported with left knee strain and a prescription for physical therapy 2x6 weeks. On (B)(6) 2013 it was reported that the patient had suffered a cumulative trauma neck injury from repetitive movement (B)(6) 2012 through (B)(6) 2013. On (B)(6) 2013 the patient presented with left knee intermittent stabbing pain and stiffness. There was a knot on the knee. The patient reported that a left knee injury occurred on (B)(6) 2013. Diagnosis: left knee sprain/strain and contusion. On (B)(6) 2013 the patient presented with cervical tenderness left > right with limited rom secondary to pain; right shoulder, left elbow, and lumbar spine tenderness; diagnosis: cervical spine discopathy; bilateral shoulder impingement; lateral epicondyle; left cubital tunnel syndrome; lumbar discopathy; and lower extremity radiculopathy. There was a request for a weight loss program. Soma was prescribed for muscle spasms. On (B)(6) 2013 the patient presented with cervical spine pain, tenderness, decreased sensation over c5-6, and limited rom. Diagnosis: cervical spine strain/sprain.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.